Event description:
In a journal article, the authors presented the results of a meta analysis of patients who had a trabeculectomy vs a glaucoma filtration device procedure. It was determined that the filtration device was as effective as the trabeculectomy procedure, however, the filtration device was better tolerated by the patients. There were cases of hypotony, choroidal effusion, flat anterior chamber, hypotony maculopathy, hyphema, bleb leak, and endophthalmitis reported in this article. The cases with events have been noted in table 6 of the article. Additional information has been requested. This report is being filed for all filtration device models mentioned by the authors in this article.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. Wang w, zhou m, huang w, zhang x, ex-press implantation versus trabeculectomy in uncontrolled glaucoma: a meta-analysis. Plos one 05/2013 volume 8, issue 5, pgs 1-6. Patient codes: 3191, 1911 - not labeled. Device code: 2993 - not labeled. This report was mailed to FDA on: 08/23/2013. The manufacturer internal reference number is: (B)(4).